Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy procedure performed on (B)(6) 2024. During the procedure, the balloon leak when dilation was attempted. The procedure was completed with another cre pro dilatation balloon. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.